Manufacturer narrative:
The device was inspected. Manufacturing and material records were evaluated and components and processes were within specification. A corrective action was initiated to evaluate design contributions to the malfunction.

Event description:
During attempts to probe the neural foramen with the baxano ipsilateral bare probe at the l1-2 disc level, the catheter portion of the probe detached just distal to the tip. The tip and approximately 2-3 mm of catheter remained intramuscularly (left psoas muscle) just lateral to the l1-2 disc level. The physician elected not to retrieve the tip from the patient, and the patient was discharged without further clinical sequelae. On 02/06/2009, the company spoke to the physician. No additional clinical sequelae was reported as a result of the tip dislodgement.